Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 249mg/dl. The expected fasting blood glucose test result range is 93 to 97mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer states high blood results. Customer feels well and does not need medical attention. Customer is concerned with high results. Customer is not aware of a1c results.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 249mg/dl. The expected fasting blood glucose test result range is 93 to 97mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer states high blood results. Customer feels well and does not need medical attention. Customer is concerned with high results. Customer is not aware of a1c results.